Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031424, cr vivacit-e 36mm brng std; lot#: 66259485. Item#: 115313, comp rvsr shldr glnsp +3 36mm; lot#: j7630292. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty approximately one (1) year and two (2) months ago. Subsequently, the patient underwent a revision surgery due to the disassociation of the implants.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the humerus is superiorly subluxed, with glenosphere apparently contacting the inferior humeral tray, consistent with humeral tray bearing dissociation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.